Event description:
The doctor reports that the iedat5 abutment loosened in the patient's mouth. He stated that the he tried to tighten it the loosened screw.

Manufacturer narrative:
Labeled for single use changed from "no information to yes".

Manufacturer narrative:
One certain bellatek titanium abutment was returned for inspection with an attached restoration. The reported abutment screw was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaint was found for this product lot . Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw and abutment loosening. The alleged event is non-verifiable with the information provided. A root cause could not be determined for this complaint. (B)(4). The related complaint for the product lot is from the same customer and the same patient. The practitioner retightened a single use product which resulted in two entries for the same product.